Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled/missing. Review of the device history record(s) identified no related deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The issue of the persona shim ball bearings disassembling was previously investigated in and identified that the ball bearings could disassemble during cleaning. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 42527900500, lot #: 62624337. Item #: 42527900703, lot #: 62544372. Item #: 42509900800, lot #: 63059013. Item #: 42509900800, lot #: 62739008. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03394, 0001822565-2019-03395, 0001822565-2019-03399, 0001822565-2019-03400.

Event description:
It was reported that the instrument was found missing bearings during the sterilization process. No adverse events have been reported as a result of this malfunction.